Event description:
It was reported that patient under went an implant surgery of an artificial urinary sphincter (aus) . Patient previously has a sling implanted. No information available about the sling device status. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information is available.